Manufacturer narrative:
Medwatch sent to FDA on 08/21/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swellings and indurations are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swellings and indurations as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported "several month" after injection with juvéderm® voluma patient developed "swellings and indurations." Patient was treated with hylase. Symptoms are ongoing.